Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 900 mg/dl. The customer had experienced high blood glucose levels all day prior to the hospitalization. The mother was unable to troubleshoot at the time of the call. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.